Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was failed and required maintenance. A field service engineer (fse) received a report that drawer 6.1 had failed and would not recover. Upon investigation, identified a faulty motherboard (moab) by checking the fuse, as the drawer opened in the hardware test application, but pockets did not release. The required moab part was not available in trunk stock, so no repair or testing was completed. No response was received from the assigned fse to proceed with case closure.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 6 was failed and required maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.